Event description:
End user's son alleges the end user was operating the motorized wheelchair outside and was later discovered in a ditch along the side of a road.

Manufacturer narrative:
The motorized wheelchair's controller has been sent to the manufacturer for evaluation. Hoveround will submit a subsequent medical device report upon receipt of the manufacturer's evaluation.